Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system controller and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer reported that their device was locking up with a white screen upon boot-up. There was no patient use associated with the reported failure.